Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a perclose proglide device after a left anterior descending coronary interventional procedure. Reportedly, there was difficulty advancing the knot and the blue suture broke. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was a 20 minute delay in the procedure or therapy. The cath lab technician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Per the instructions for use, the safety and effectiveness of perclose proglide smc devices have not been established in patients who are morbidly obese (body mass index greater than (B)(6)).